Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported via medwatch report that the vitrector tip did not work during a procedure. Additional information and product sample were requested from the reporter. There were no new updates received.

Event description:
The medwatch report has been attached in the regulatory report attachment section.

Manufacturer narrative:
Missing medwatch report attachment in the initial report submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information in h.3, h.6 and h.10. A product sample was not returned for evaluation. The final customer lot was identified. A device history record review for the lot was conducted. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the products acceptance criteria. The manufacturer internal reference number is: (B)(4).